Event description:
It was reported to boston scientific corporation that a resolution clip device was use during a procedure. According to the complainant, during the procedure, the technician had difficulties getting the clip to detach from the delivery system after it was deployed. However, the case was able to be completed with this clip. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was use during a procedure. According to the complainant, during the procedure, the technician had difficulties getting the clip to detach from the delivery system after it was deployed. However, the case was able to be completed with this clip. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The complaint, as reported, was not able to be verified through product analysis. Upon investigation, it was noted that the clip assembly was fully deployed, and was not returned. There was a kink near the handle, and the control wire was separated per design. The over sheath was pulled back using the sheath grip to expose the bushing. As evident by the kink in the control wire, the user may have exceeded the design limits of the device during use. This investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4): the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a resolution clip device was use during a procedure. According to the complainant, during the procedure, the technician had difficulties getting the clip to detach from the delivery system after it was deployed. However, the case was able to be completed with this clip. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.